Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is the patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown dates the patient had to undergo five (5) spinal fusion surgeries of the l4 to s1. The multiple revision surgeries were caused by material failures such as broken screws and complications of the bones growing around the screws to stabilize and heal as the bone material degenerated around the screws. Reported devices (no product codes available): exp. Single innie für mono + poly ti (10.00), exp. V2 cfx polyschraube 8×45 mm (2.00), exp. Ti polyaxialschraube 7×40 mm zylind. (2.00), exp. Stab 480 mm ti (1.00). This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4). This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: account name updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.